Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration.

Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2026 the patient went to a hospital but the patient waited too long there, the patient decided to do a teleconsultation and he was given medication oral sulfa meth/trimethoprim 800/160 mg. The patient did not mention the name of the hospital he also did not get the medical treatment in the hospital. Location site of the infection is in the needle puncture site, mostly spread down in the arm. After 10 days of the antibiotic the infection was gone, and he decided to see a dermatologist face to face to consult if he needs to continue the antibiotic. The patient was advised that there is no need for another course of antibiotic since the infection was gone. No tests were performed in either the teleconsultation or in the dermatologist¿s clinic. The patient did not mention any treatment for the readings of fs 260, but instead he decided to replace it. At the time of report the patient¿s condition was stable. Data was received but not investigated as data will not confirm the issue, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.